Event description:
According to the reporter, occurred during a laparoscopic hysterectomy procedure. The suturing device was being used for the vaginal cuff closure. The device was difficult to toggle. The needle fell into the cavity of the patient but was not able to be retrieved. An x-ray was performed the day of the procedure to locate the disengaged needle. There was no patient harm. The patient outcome is alive, no injury.